Manufacturer narrative:
New information added on fields: e2, e3, g3, h3, h4, and h6. Correction to the g3 of the initial medwatch. The aware date should be 09-21-2024. Correction to the e1, e2 of the initial medwatch, as this information was missing. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event, and it was most likely due to the scope socket failure. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a loose scope socket. There were no reports of patient involvement.